Event description:
It was reported that the patient's leads shifted by two inches within two months, and the patient received minimal stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead product ID 37754, serial # (B)(4), product type recharger. (B)(4).